Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of medication for non-malignant pain. The pt developed a granuloma wtih symptoms of paralysis in 1998. The granuloma was excised. The pump and catheter were removed. The pt underwent physical therapy and improved.